Manufacturer narrative:
.

Event description:
It was reported that via remote transmission, multiple episodes of noise resulting in pacing inhibition were noted. Electro-magnetic interference was suspected. The patient was on a sailboat at the time of the episodes, however no emi source could be identified. During a subsequent follow-up, no noise episodes were observed.